Event description:
It was reported that during pre-operation, it was observed that the attachment device was heating up and its ball bearing was lose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. As of this date, the device has not been returned for evaluation / repair; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time. UDI: (B)(4).